Manufacturer narrative:
Additional information: h6. The complaint is confirmed. One unpackaged ar-9165cdg batch number 052027 was received for investigation. Upon visual inspection, it was identified that the blue baseplate adapter had broken off. It was noted that the laser marks on the blue baseplate were faded. The reported condition is most likely caused by user error overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Event description:
On 01/04/2024, it was reported by a sales representative via (B)(4) that an ar-9165cdg baseplate impactor was broken. This occurred after use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.